Event description:
It was reported that a progav 2.0 (part # fx410t) was implanted during a procedure performed on an unknown date. According to the complainant, the shunt system was believed to be clogged. The patient underwent a revision procedure. The complaint device has not been returned to the manufacturer for evaluation. The patient's condition was reportable as being stable and doing well after the revision procedure.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Manufacturer narrative:
An investigation was not possible because, no release for investigation was submitted. Manufacturing and quality control data: the progav 2.0 was manufactured by a qualified employee in february 2021. Deviations during assembly did not occur. The product was finally tested as article fx434-t and released for packaging and sterilization and was sterilized by miethke. The progav 2.0 has a normal pressure range of 0 to 20 cmh2o. The parameters after completion of the valve assembly were tested at a flow rate of 5 ml/h or 50 ml/h at set pressures of 0, 5, 10 and 20 cmh2o, and were found to meet specifications. The valve was pre-adjusted to 5 cmh2o in accordance with the specification. All tested parameters were assessed according to specifications. Conclusion information: on the basis of legal requirements and since our tests, e.g. Flushing with liquid, test level measurement and, if necessary, damage due to opening of the valves, influence the product properties we have to get the approval from the attending doctor as a safeguard. Unfortunately, it was not possible for us to examine the product sent in because, despite requesting three times the explicit release for investigation was not granted. For this reason, we will return the product without examination. It should be noted that deposits are a common cause of dysfunction. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. A final conclusion on the suspected clogging is only possible with an examination. Referring to the traceability of the product, we can exclude a defect at the time of release. The shunt system/ valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Event description:
Investigation complete.

Manufacturer narrative:
Manufacturing site evaluation: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed. And no parts were returned for failure analysis. Therefore, the investigation was not able to confirm, a device issue that could be associated with the reported event. The device history records (DHR) were not able to be reviewed, as no lot number was made available. However, all device history records (DHR) are reviewed and released according to documented procedures. And a device is not released, if it does not meet requirements or is nonconforming. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
No updates required.